Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review conducted: part #: 03.010.104 lot #: 73p6766 manufacturing site: jabil bettlach release to warehouse date: 16, october 2020 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual investigation of the returned device found signs of breakage at the tip of the drill bit ø4.2 calibr l145 3flute f/quic, the broken fragment was not returned. Without an x-ray we cannot confirm that a fragment has remained inside the patient. No other defects were found. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection for the drill bit ø4.2 calibr l145 3flute f/quic was unable to be performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø4.2 calibr l145 3flute f/quic would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j employee. The photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device from attachment (image). Visual analysis of the photo revealed that drill bit ø4.2 calibr l145 3flute f/quic had was broken from the threaded tip. The broken fragment is not visible in the evidence provided. No other issues were found. Since there are no x rays provided, the embedded device condition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for drill bit ø4.2 calibr l145 3flute f/quic. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in colombia as follows: it was reported that on (B)(6) 2023, during the surgery for tibial nailing system(tns) intraoperatively the surgeon went to work the hole to place a screw and the drill bit was split into the patient's bone. There is some remaining bit tip on the patient and cannot be removed as it is blocked from the nail. The rest of the drill bit was left with red tape to pick up at the institution, and another is used finishing procedure without any complications and without affecting the patient. This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 for complaint (B)(4).